Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as breaking out. There was no alleged device malfunction contributing to the allergic reaction. The patient¿s physician was contacted for the skin irritation and stated it was an allergic reaction but there is no mention of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.